Event description:
It was reported that the ventilator had a leakage. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was claimed that oxygen was leaking from the o2 hose. Leakage sound could be heard from the hose during on-site investigation. Identification of issue has been done by analyzing problem description and service report. There was no patient harm. It is unknown if it has been used at the time of the event. Based on technician statement, the o2 hose has been replaced to resolve the issue. Purpose of the hose is to supply oxygen to the ventilator. The issue was decided to be reported based on available information as defective of o2 hose may lead to stop of ventilation or low o2. The defective part has not been returned for further investigation. The root cause to the reported issue has not been determined.